Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that "the patient felt a "pop." Upon xray eval, the rod had migrated cephlad and slipped out of the most caudal screw. The patients original surgery was (B)(6)2010, he felt a pop on (B)(6)2010. The patient was brought back to the operating room, new caps were inserted on the affected side and the patient was sent home next day. The caps were locked and visually confirmed by all in the room. The patient felt another "pop" the following day. The same thing happened, the rod had slipped cephlad again. The pt was brought back a second time. The entire construct was replaced this time. L4 and l5 screws as well as caps and rods."